Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Ages/date(s) of birth: 42.36 +/- 8.23 (mean age(y) before phakic intraocular lens). Gender(s)sex(es): unknown, not provided. Date of event: unknown, not provided. Catalog#: a complete catalog number is unknown as serial numbers were not provided. Expiration date: unknown, as serial numbers were not provided. Serial#: unknown, information was not provided. Unique identifier: UDI# is unknown as the serial numbers were not provided. Implant date: unknown, information was not provided. Explant date: not applicable as the devices were not explanted. Initial reporter's phone number: unknown, not provided. Device manufacture date: unknown, as serial numbers are provided. (B)(4). Device evaluation: product testing could not be performed as the products were not returned. The reported events could not be verified. Manufacturing record review: a review of the records could not be performed as the product serial numbers were not provided. Conclusion: based on the investigation, no product quality deficiency was identified. Citation: meier, p., md, majo, f., md, phd, othenin-girard, p., md, bergin, c., phd, guber, I., md. (2017). Refractive outcomes and complications after combined copolymer phakic intraocular lens explantation and phacoemulsification with intraocular lens implantation, j cataract refract surg, volume 43(6), pp.748¿753 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: refractive outcomes and complications after combined copolymer phakic intraocular lens explantation and phacoemulsification with intraocular lens implantation the article reported that a total of 38 eyes were studied; 21 received sensar ar40e, 2 received za9003, and 1 received zcb00. The rest were implanted with another non-johnson & johnson product. 15 eyes later developed posterior capsular opacification, requiring yag laser. It is not defined which of those eyes may have had a johnson & johnson product implanted. This emdr report pertains to the intraocular lens (model zcb00). Separate reports are being submitted for the other two (2) intraocular lenses, models ar40e & za9003.